Manufacturer narrative:
The service rep ordered a new image processor pcb. He received and replaced the image processor. He tested the unit. The system operates as intended. Contacted customer after 1 week. System was used in several cases with no symptoms. Customer reported intermittent white dots in image during live fluoro. Could not reproduce symptoms at this time. Replace 3rd party remedpar interconnect cable with genuine oec part. Tested, system operates as intended.

Event description:
Customer reported intermittent white pixels in the image during fluoro. No patient injuries reported.